Manufacturer narrative:
Failure investigation results: tandem quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
Per tandem¿s instructions for use: do not use any other insulin with your system other than novolog/novorapid(novo nordisk insulin aspart) u-100 insulin or humalog (eli lilly insulin lispro) u-100 insulin. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 53 mg/dl. Bg cause was not known. Customer consumed carbohydrates to address bg. It was identified that the customer is using off label insulin (fiasp).tandem technical support educated the contact that the pump is indicated for use with novolog or humalog insulin.recommendation was made to consult with a healthcare provider to discuss diabetes management.